Event description:
Healthcare professional (hcp) reported patient was receiving hemodialysis treatment on the meridian device. Two hours and forty minutes into treatment, patient was exhibiting signs and symptoms of a hypotensive episode. Hcp was administering normal saline to the patient when the meridian device shut off. Hcp reported no alarms were noted at the time. Hcp unplugged and replugged device and this elicited a continuous audible alarm. Hemodialysis treatment was discontinued on this device and restarted on another meridian machine. Following this event, pt's vital signs were stable. Treatment parameters were blood flow rate 400, dialysate flow rate 700 and length of treatment three and one half hours. Hcp reported no medical intervention was necessary and no patient injury resulted from this event. As of december, 2001, hcp reported pt remained stable and no complaints to report presently.